Event description:
The customer reported the fluoroscopic image was intermittently black and unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The workstation pcb assemblies were also evaluated and reseated. The system was tested and found to be working as intended and returned to service.